Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the programmer switches stimulation off by itself. The patient said the leads were positioned incorrectly for right leg treatment. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a hard time recharging. The caller said that the screen shows checking recharger, recharge quality, and charge implanted battery low. The patient said sometimes the stimulation goes off and the patient was unsure if it was due to the stimulator needing to be charged. The caller stated the patient needs stimulation in the right leg, but instead they only feel it in the left. The caller spoke with the doctor and the doctor said they did the best they could. The patient was going to see their doctor for a shot for right hip pain. The caller then unplugged the recharger and plugged it back in. The recharger and controller connected and the patient was getting excellent/good quality. No further complications were reported.